Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in vascular diagnostic procedure when the issue occurred, and the procedure was completed as planned by deleting old exams on the system to free up disk space. The philips field service engineer (fse) inspected the system onsite and confirmed that the system kept displaying "low disk space" error message. Review of the system log file showed that there was malfunction with the frontal ip-pc. During troubleshooting, the fse found that the ippc (image processing pc) was not booting up during startup. The fse replaced image processing pc (ippc) and hard disk. The ippc was returned to philips for further analysis. The analysis confirmed the malfunction of the ippc and identified that there was power supply failure. Following the replacement of the ippc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura system kept displaying "low disk space" error message. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the diagnostic performed by engineer, the image processing pc did not boot up during startup. Philips has started an investigation of this complaint.